Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) foreign matter. Three samples and two photos of 10 ml luer-lok syringes (part number 309605) were received and evaluated. All samples were received loose, with one found to have an incomplete fill on the plunger rod tip. Additionally, two syringe barrels exhibited discoloration: one black and one brown, consistent with embedded foreign matter. The photos provided show one syringe filled with an unknown clear fluid and an unidentified red cap attached. The reported defects were not observed in one photo, while the other clearly shows the black discoloration described. The condition observed is non-conforming per product specifications. The potential root cause for the embedded foreign matter and incomplete plunger rod fill is associated with the molding process. The embedded foreign material is most likely degraded plastic, which can occur when resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is considered cosmetic and does not pose a risk to the customer. Furthermore, a device history record (DHR) review was completed for the provided lot number 4354983. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material: 309605. Batch#: 4354983. Verbatim: rcc received a complaint via email. During compounding on (B)(6) 2025 lot # 20250610-3e7463 three 10ml syringe contained defects. Two of the syringes had internal affixed defects. Defect appearance is brown to redish brown in color .one syringe had a barrel/plunger defect. Barrel spins. All are available for return. Product part # 309605. Expiry: nov-30-2029. Lot: 4354983. Defects were discovered before distribution to clients/patients.